Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
Insulin pump had an intermittent button response on up arrow due to corroded keypad traces. Insulin pump had minor scratches on display window, cracked case at display window corner, cracked belt clip slot, cracked reservoir tube lip and a missing end cap sticker. Insulin pump had moisture damage on lcd board.

Event description:
It was reported the customer had a keypad anomaly. The customer reported the insulin pump was exposed to water. It was also reported the bolus button was not working. No additional information provided.